Event description:
It was reported that during an acl surgery the tightrope broke off femorally. The screw broke off femorally during insertion and did not hold. Per complaint reporter there was no harm for patient, operator or third party. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: the complaint allegation was confirmed. One unpackaged ar-1588rt-2j batch/serial number (B)(6) was received for evaluation. Functional testing was performed by moving the remaining part of the suture on the button, looking for resistance or sharp edges that could damage the suture. No issues were found. Visual evaluation revealed that the suture loops were broken, and a piece of the returned sheath shows that the suture was pulled extremely hard, compacting it. The pieces of the returned white suture were broken and frayed. The most likely cause of the reported failure is a user error, applying excessive force on the shortening suture strands and/or tensioning the shortening suture strands not in-line with the bone socket.